Event description:
During preventative maintenance of the device, the user reported a cracked tank cover. The device was originally returned for a missing splash shield when the cracked tank cover was found. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.